Manufacturer narrative:
The monitor and electrode belt have not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 02/02/2016; belt 09/28/2016.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that resuscitation efforts were performed. Review of the patient's download data indicates the patient received one inappropriate shock in response to af with rvr and CPR/motion artifact on the date of passing. The device was started up at 08:07:15 on (B)(6) 2021. The patient was in an idioventricular rhythm at 70 bpm with CPR/motion artifact at 20:32:44. The patient's rhythm transitioned to af with rvr at 150 bpm with CPR/motion artifact by 20:35:35. The patient was in af with rvr at 150 bpm with pvc's at 20:35:49. The patient's rhythm slowed to af with rvr at 110 bpm with pvc's and CPR/motion artifact at 20:38:26. The patient was in af with rvr at 180 bpm with CPR/motion artifact at 20:45:51. The patient received the inappropriate shock at 20:46:39. The patient's rhythm at the time of the shock and post-shock rhythm were af with rvr at 150 bpm with CPR/motion artifact. The patient was last seen in af with rvr at 150 bpm with CPR/motion artifact at 20:47:19. The electrode belt was disconnected at 20:47:23.